Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set tubing detached and tubing came apart on event on 16-may-2024. Insertion site was abdomen. Location of detachment was at quick release. Infusion set has been used for 2-3 days. Blood glucose level was high. No further information available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.